Manufacturer narrative:
Product analysis damage was noted along the heating coil/element. Microscopic examination revealed peeling/ bending/ bubbling of the fep layer of the heating element/coil at approx.: 3.4 cm from the distal tip of the device. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed four kinks along the shaft; the kinks were observed at approx. 13.3 cm, 47.5 cm, 74.2 cm & 89.4 cm from the distal tip of the device product analysis one still image was provided for evaluation. 1st image: the image is of a closurefast catheter heating element/ coil. The catheter image shows a kink on the heating element/ coil of the device; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation of the cf7-7-100 closurefast 7f 100cm catheter, a kink was observed on the coil. The kink was identified prior to use. The procedure was completed using another catheter. No patient complications have been reported as a result of this event. When the device was returned for evaluation, it was noted that the coil was exposed.